Event description:
Home patient reports one homechoice automated pd system of which their nurse said was "dirty" when the patient was diagnosed with peritonitis. The facility cleaned the machine and returned it to the patient. Per the home patient the date of the diagnosis was 2005. The family member of the home patient sets up the treatement. The home patient stated that they remembers an incident using the assist decice where the tab was pulled nad then the door was shut. The door on the assist device was opened but the bag was not spiked. Currently, it is unclear if related to the peritonities. Per discussion with the nurse at the dialysis facility. The following month due to a computer glitch the peritonitis information was not available. The nurse stated that the home patient was currently in the hospital for a bowel issue not related to pd theapy.